Event description:
It was reported that the right ventricular (rv) lead exhibited some r-wave undersensing and noise during an episode classified as fast ventricular tachycardia (fvt). It was noted there had been a recent fall in r-wave amplitude, and the trends showed some measurements below the recommended threshold. It was further noted that the rv lead had triggered an alert for high rv coil impedance several years prior; however, the rv coil impedance was within range at the time of the event. Additionally, it was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The patient was hospitalized, and the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.